Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the screen wont power on. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the screen wont power on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the issue of screen wont power on was unable to be confirmed. There was no device problem found.